Manufacturer narrative:
Additional information was received that the noise and pacing inhibition were caused by atrial lead fracture. The pacemaker and atrial lead were explanted and replaced. However, it was noted that there were no known issues with the pacemaker. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited noise on the atrial channel resulting in pacing inhibition. Technical services (ts) provided feedback on programming troubleshooting. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited noise on the atrial channel resulting in pacing inhibition. Technical services (ts) provided feedback on programming troubleshooting. This device remains in service. No adverse patient effects were reported.